Event description:
It was reported by the customer that during insulin administration, a sudden movement by the patient caused the needle to extend from the side of the device, leading to a needlestick to a nurse.